Manufacturer narrative:
No parts were returned. Investigation is based on picture received, which shows a crack in the metal on the cart where the bolt to the side rail is fastened. It is unknown under which circumstances the crack in the metal has occurred. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that there was a crack in the casing on the ventilator cart where the side rail retaining bolt is fastened. There was no patient involvement. (B)(4).